Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a spike that disconnected from a supply bag. The report was not confirmed in the lab due to a lack of sample. Despite repeated attempts to obtain the lot number, no lot information was obtained. Therefore, a batch review was not performed. Based upon the information obtained during baxter?s investigation, the root cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The home patient (hp) reported that the spike came out of the bag during a therapyy the previous week. The hp stated she has no idea why the spike disconnected. The hp stated she does not use any assistive devices; she spikes the bag by hand. The hp stated she did not develop any infection. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.